Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics customer care center (ccc) regarding falsely depressed urinary/cerebrospinal fluid protein (ucfp) patient results obtained on an atellica ch 930 analyzer. Siemens healthcare diagnostics headquarters support center (hsc) concluded the investigation of the event. Hsc reviewed the information provided by the customer and the instrument data files. The quality control (qc) recovery was below the allowable qc range at the time of patient sample testing. Hsc observed a shift upon transitioning to a new ucfp reagent pack and adopting the lot calibration coefficient. Instrument data displayed a typically low absorbance following reagent 1 to the reaction cuvette. Issue was isolated to the specific reagent pack sequence well. The customer resolved the shift in ucfp recovery by completing routine troubleshooting in the form of a reagent pack calibration. The calibration met all auto-acceptance criteria. All qc replicates and patient sample results under the pack calibration coefficients met the customer's expectation. The cause of the event is unknown. A potential product issue was not identified. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.

Event description:
Forty two (42) discordant falsely depressed patient results with urinary/cerebrospinal fluid protein (ucfp) were obtained on an atellica ch 930 analyzer. The falsely depressed patient results were reported and the results were not questioned. The same samples were reprocessed on alternate atellica ch 930 analyzer. Higher results obtained were considered correct. Corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient results with urinary/cerebrospinal fluid protein (ucfp) .